Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness and redness on their sides under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended keeping the area clean and dry. Outcome of the skin irritation is unknown.